Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during insertion the tip of the stardrive screwdriver shaft broke off in the cortex screw head. Fragments were generated and were left in the cortex screw head. There was no surgical delay. The procedure was successfully completed. Patient outcome was unknown. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the stardrive screwdriber shaft t8 105 mm (p/n: 314.467, lot #: h623081) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was twisted and worn. The etching on the device also started to wear. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during an inspection. The received condition is not consistent with the complaint condition thus the overall complaint was not confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 314.467 synthes lot # h623081 supplier lot # na release to warehouse date: nov 29, 2018 manufactured by synthes monument no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.